Manufacturer narrative:
Analysis of the tined lead found that all conductors were broken 4.5 cm from the distal end. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889, explanted: (B)(6) 2015, product type: lead. Product ID 3095-10, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp), via the manufacturer representative, reported that at a follow up appointment, all impedances were over 4,000 ohms. The patient could not feel the therapy anymore. It was stated that the patient had done nothing that could have provoked a fracture. An x-ray was taken by the hcp and noted that it was possible there was a defect on the "electrode," but they were unsure. The lead was implanted about 7 years prior. A revision was to occur and the "electrode" would be tested. At the revision, the impedances were again all over 4,000 ohms. An "interruption" in the lead could be seen in the x-ray. Both the lead and extension were explanted and replaced. Regarding coverage with the replacement, it was noted to be "ok."no further information was reported. A follow up report will be sent if additional information is received.